Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested and the following was obtained: were there any adverse patient consequences? There were no adverse consequences to the patient. Was the procedure completed successfully?: no further information is available. No further information will be provided.

Manufacturer narrative:
(B)(4). Device evaluation summary: it was received for analysis a paper lid, a winding former a detached needle and a suture piece of product code pdpb340. During the visual inspection of the needle, the swage and attachment area were as expected, and remnant of the suture was noted into the barrel hole and marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. In addition, the ends of the suture were cut appears to be by use of the surgical instrument. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the sample condition the assignable of the performance - pull off suture needle, suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse patient consequences as a result of "the surgeon was having difficulty for hemostasis". Was the procedure completed successfully?

Event description:
It was reported that a patient underwent a caesarean section on an unknown date and suture was used. During the procedure, the needle was detached from the suture at 1st passing of the needle through the myometrium. Accordingly, the surgeon was having difficulty for hemostasis. There were no adverse patient consequences reported. Additional information has been requested.